Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported at battery replacement, the physician decided to cap the atrial lead due to increasing impedances and rising thresholds. A lead fracture or failure was suspected. Another lead was implanted. No patient complications were reported as a result of this event.